Event description:
Screw snapped off during insertion. The broken shaft was left in pt's bone while the remaining portion of the screw was recovered.

Manufacturer narrative:
Investigation in progress, but not yet complete.